Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. The day after the event onset, the patient was hospitalized for peritonitis. During hospitalization, the patient was treated with an unspecified treatment for peritonitis. Extraneal and physioneal therapies remained ongoing. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient had recovered. No additional information is available.